Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was unknown. It was also found the customer had attempted a bolus delivery, but received a no delivery alarm. Customer also stated insulin was squirting out and continuing to drip after the motor stops during the manual prime process. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed motor error during basic occlusion due to slightly loss drive support disk. The device was unable to perform prime due to loose drive support disk. The device was received with minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).